Manufacturer narrative:
Product complaint (B)(4). Investigation summary :examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, d4 (lot), d10, h4.

Event description:
The suggestion was that while the reamer did an adequate job reaming, it required more pressure to accomplish the desired result. Surgeon said that the reamers were dull and all needed to be changed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when using drill bits on the set the surgeon said that they are too dull and asked that the drill bits that are used on ever cased be exchanged for new ones. No surgical delay.